Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported leak/ splash (air ingress) was due to the cracked clip introducer (ci) flush port. The investigation determined the observed flush port crack to be related to a potential product issue. Per dop30022, this complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception. The exception investigation evaluated the reported issue, and the engineering group determined the potential root cause to be environmental stress cracking (esc). The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. While introducing a mitraclip ntw into the guide catheter, the flush port on the introducer cracked and air was entered into the valve. The ntw was immediately removed and a new mitraclip was prepped. The procedure was completed with one implanted clip. The mr was reduced to trace. There was no clinically significant delay in the procedure. No additional information was provided.